Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I stat ck-mb results generated on the alinity I processing module for one sample. The following data was provided (normal reference range is up to 5.0 ng/ml): sid # (B)(6) reported result (B)(4) = 0.4 ng/ml, (B)(4)result = 0.8 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found leakage from the valve, manifold, dispense 2 way. The fsr replaced the part, and the issue was resolved. The valve, manifold, dispense 2 way was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic ck-mb patient results. Trending review determined no trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.